Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, 0.2 micron filter, chemolock¿ w/red cap, hanger where the reporter stated that "an IV pump was running patient¿s chemo, and epoch (doxorubicin, etoposide, & vincristine) was beeping with "air in line" message. Csl went into room to check and found air bubble in secondary tubing past the filter. Csl connected the blue chemo port locks together in order to cycle out the air bubble. When csl reached up to disconnect the chemo port locks on the secondary IV tubing, the entire secondary tubing set fell out of the chemo bag where it was spiked." The 3/4 full bag of epoch was drained from bag hanging on top of IV pole. They also reported earlier event where IV pump showed "air in line" error multiple times requiring frequent untwisting and opening IV pump lever in order to resolve air bubble. There was patient involvement, no patient harm and unknown delay in critical therapy reported.

Manufacturer narrative:
A photo was returned showing a part of the filter of the cl3528. No defects or anomalies noted. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.